Event description:
It was reported that during a laparoscopic pouch procedure, the surgeon fired the fully articulated device with a blue reload across the bowel just above the pelvic floor. The first firing appeared to be fine. After a second firing, there was a substantial amount of bleeding which ended after about 10 seconds. There appeared to be many unformed staples in the pelvis which had bent out into a space invader shape rather than a b shape. A third firing to close had no effect and when the staple line was examined digitally, it was found that the device had not stapled at all. The device was reloaded and operated correctly. The procedure was converted to open and extended by 120 minutes. The pt required hospitalization. At the end of the case, the device was straight while the articulation module was still fully articulated.

Manufacturer narrative:
Date sent: 11/04/08. Info anticipated, but unavailable at this time.